Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had damage to the top case and bottom case as cracks and chips were observed. Review of the device data log noted alarms for 'motor not running.' Functional tests included an occlusion test. The motor not running error was duplicated using the same infusion rate as the customer. It was found that the main pc board was not seated on the extrusion grove and the sensor was not aligned with the worm coupling. The main pc board likely came out of the extrusion grove due to physical impact. The main pc board was re-assembled and realigned. The top case and bottom case were also replaced. After repair the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was attributed to damage to the pump.

Event description:
It was additionally reported that the pump was being used in the newborn intensive care unit as a feeding pump at the time of the event. Feeding was slightly delayed.